Event description:
It was reported that the patient was "feeling ill" during cardiac rehabilitation exercise and had low blood pressure and reduced heart rate. The device remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.